Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer 's insulin pump was alarming no delivery. The customer's blood glucose was 220 mg/dl. Assisted customer in performing a five unit fixed prime. The customer stated that the insulin did exit. The customer was unable to remove the set at the time of the call to examine the cannula. Explained that the alarm may have been caused by a site related issue. Advised to change the entire infusion set. Nothing further reported.